Event description:
This was a lead extraction case performed in the or to remove 3 leads (mdt 5024, mdt 4558, and mdt 4568). Two ra leads (mdt 4558, and mdt 4568) were removed with no difficulty. The third lead (rv, (mdt 5024) could not be extracted, and then the lld-ez broke. The end of the lead appeared to be in the innominate area. No part of the lead or lld was outside the vein. The physician decided to abandon the lead and leave it in the patient. The lld and lead were left in patient and the patient closed. Patient was stable.